Event description:
A customer contacted baxter's technical service center to request assistance with ending therapy from the homechoice (hc) machine. The caregiver (cg) stated that the home patient (hp) had accidentally placed the white clamp bag on the heater and the red clamp bag on the side of the hc. When the hp began to fill, he was filling with cold solution. The cg states they switched the bags and had disconnected them. The technical service representative (tsr) advised the cg that it is not recommended to disconnect and then reconnect supply bags. The tsr assisted the cg to end therapy. The cg will start over with new supplies. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse the patient was hospitalized for gastrointestinal problems related to colon issues. The nurse stated that this is unrelated to peritoneal dialysis therapy. The patient also has leakage to the peritoneal cavity and according to the medical director the patient may not be able to continue peritoneal dialysis therapy. The nurse stated that the patient did not get any infection or adverse events related to the reported event.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation, therefore, baxter cannot determine root cause.

Manufacturer narrative:
(B)(4). The device was not evaluated as it was not returned for evaluation; however, the cause was determined to be use error. A labeling review was performed and found the labeling to be sufficient with the use error identified in this report. A service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.